Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The reported event was confirmed. The supplier evaluation revealed a loose control magnet along with a worn bearing. The most likely cause for the reported failure can be attributed to wear and tear.

Event description:
It was reported that when the v-300 should turn right, it turns left and if it should turn left, nothing happens / no function. There was no harm for patient, operator or third party reported. No further information received.